Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user¿s device would not progress past the charging screen after being placed on the charger for over an hour. The device remained warm to the touch, and attempts with multiple charging pads did not resolve the issue. A device replacement was arranged. There was no report of end-user harm or adverse event associated with this case.